Event description:
Procedure: radiofrequency ablation. Reportedly, they activated the generator, but "temperature test failed" was shown. Tried to reactivate several times, but temperature was indicated as 22 c or 23 c. The team stopped using the generator. A replacement generator was prepared. The patient was under anesthesia more than 1 hour due to this incident. Subsequent to the delay the procedure was successfully completed without further report of patient complication.